Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this left ventricular (lv) lead was failing to capture, and sensing was turned off as it was oversensing right atrial signals. Technical services suspected this lv lead was dislodged based on these issues. However, this was never confirmed after attempts to obtain additional information. This lv lead remained implanted for almost a year and was eventually explanted. This product was returned for analysis and no adverse patient effects were ever reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed). Blood/body fluid was noted in the lumen, normal for open-tip leads. Setscrew marks were in the correct location on the terminal pin. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was failing to capture, and sensing was turned off as it was oversensing right atrial signals. Technical services suspected this lv lead was dislodged based on these issues. However, this was never confirmed after attempts to obtain additional information. This lv lead remained implanted for almost a year and was eventually explanted. This product was returned for analysis and no adverse patient effects were ever reported.